Manufacturer narrative:
B5: it was additionally reported that there was no flow with the transfer set. H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. The insert/chip was not present on the female connector but there was evidence that one had been present. There was evidence of solvent inside the barrel of the light blue main body component and the silicone tubing was stuck together near the female connector. Functional testing including leak and clamp function testing were performed with no issues noted. Clear passage testing was performed and found there was no flow through the set. The reported conditions were verified. The cause of the conditions could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and the twist clamp on one (1) unit of minicap extended life pd transfer set with twist cap. This was identified during an unspecified process step during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.